Event description:
It was reported the pt experienced ineffective stimulation coverage. The pt underwent surgical intervention to explant the lead. No further pt complications were reported.

Manufacturer narrative:
The returned product was not analyzed as the complaint of ineffective stimulation could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.